Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer called on (B)(6) 2015 to report when using chromid cps elite, (B)(4), lot 0351 8563202, exp. Date jan 06, 2016 the agar fell into the lid. Customer stated one patient test result was effected, no patient harm but there was a delay in reporting the results.